Event description:
It was reported that the insulin gauge displayed an amount different than expected, with a discrepancy between the displayed 110 units and the expected 260 units. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reloading the same cartridge, and it was suggested that they call back for troubleshooting if the issue recurs; the caller acknowledged this advice.